Event description:
It was reported that the patient had coupling issues between their recharger and the implantable neurostimulator (ins) system. The last time the patient had felt stimulation was 2 to 6 months ago. It was noted that the patient's daughter had "passed a magnet over his implant" while scratching his back and had not been able to communicate with the ins. It was unclear if this impacted the coupling issue. Follow up information reported that the patient's ins was in an overdischarge condition. The patient was working with the company representative and a physician mode recharge (pmr) was started to jump start the patient's ins battery. Further follow up information received reported that it was unknown if the patient's issues were resolved as the company representative was unable to reach the patient for feedback. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).